Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room and diagnosed with ketosis and colydis. Patient checked in with flu like symptoms. The patient¿s blood glucose exceeded 500 mg/dl while wearing the pod for longer than 48 hours on the infusion site (arm). Patient's treatment included medicine to lower potassium, insulin, intravenous fluids (10-15 bags) and nausea medicine. After being removed from intravenous insulin patient was given shots to use with a sliding scale as they did not activate a new pod. A new pod was applied when patient got home. Dosage was changed. Health care provider adjusted insulin. Patient has liver issue due to ketoses. The pod was removed at the emergency room so device is not available for return. Patient was in the hospital for two days.